Manufacturer narrative:
Facility's registered nurse stated that no medical intervention was required and the pt was discharged to home. The pt history was not provided by the clinic. A gambro technical services field rep inspected the machine. He was able to duplicate the problem. He performed a mass balance test and found that the d1/d2 flowmeters were out of specifications. He calibrated d1/d2 flowmeters and p2 pump per MFR's specifications. The machine was then placed back into service. On this machine there have been no further fluid removal issues.